Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was over 600 mg/dl. The customer treated with a bolus. The customer stated that the pump stopped delivering and beeped no delivery. The customer reported that the alarm did not occur during manual prime. The customer declined to troubleshoot for high readings.